Manufacturer narrative:
Device evaluation: the technical investigation of the returned product did not reveal the reported problem. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "the camera head is producing a very poor image - heavy noise". No negative impact in state of health reported.